Event description:
A surgeon reported a pt with a refractive surprise following bilateral intraocular lens (iol) implant surgeries. It was reported that the pt had pre-existing keratoconus. Add'l info has been requested. There are two med device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 05/26/2011, 06/03/2011, and 06/14/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).